Event description:
Device was placed via ij. The first struts were deployed and the filter wire was out. Physician decided he didn't like position and attempted to re-position. Pulled wires back into catheter but couldn't get struts back inside. Pathology of pt's anatomy prevented physician from using sheath to enclose the struts. Pt required a cut down to retrieve the struts. This was a pre-operative placement of bnf. After filter was removed, another type of filter was placed with no further consequence to pt.